Event description:
It was reported that pericardial effusion, cardiac tamponade and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) and a 24mm watchman flx pro closure device were selected to be used. The patient was intubated and prepared for the procedure without issues. The physician gained vascular access without issues. During the procedure, transesophageal echocardiography (tee) was placed at the time of intubation without complications and was in place to verify transseptal puncture and laa dimensions for sizing the closure device. The tee physician and electrophysiologist scrubbed in, and both noted on tee imaging/fluoroscopy a clear middle septum tenting with was sheath and versacross connect dilator in place along the septum, the short axis was not visualized well. Versacross wire advanced 1 to 3 mm outside the tip of the was sheath and radiofrequency (rf) was applied for one (1) second constantly to versacross pigtail wire tip. The wire was visualized across the septum under fluoroscopy but was not able to be seen on tee. The wire advanced but its orientation was not into the left atrium (la) or laac/left upper pulmonary vein (lupv). Bubbles were not seen in the la after wire puncture, and the physician did not try to advance the was sheath or dilator over the wire. The physician retracted the wire back into the was sheath and performed a second transseptal puncture (tsp) visualized on short axis and long axis mid/inferior application on the septum. The wire was advanced into the la, and the dilator was advanced across the septum without issue. The dilator was removed after the was sheath advanced over the dilator, and the wire pigtail was exchanged over the wire for contrast injection into the la. Measurements for the appendage were taken at the beginning of the case right after intubation; a 24 mm closure device was deposited sterilely onto the field, and as the scrub tech was about to prepare the closure device with manifold/flush, the physician noted systolic and diastolic blood pressure dropping. The physician found a large and growing pericardial effusion under the left ventricle (lv) and la on echocardiography. The procedure was aborted at that time without having had the closure device ever enter the patient body. The physician performed pericardiocentesis and semi-dark blood was drained; an unknown quantity was deposited back into the patient via autologous transfusion at the tableside by the physician and scrub technician. All catheters and sheaths were removed from the patient body without issue. The patient was stabilized with a drain left in place epicardially, and the effusion was watched via tee with the patient still intubated and on the table for close to 20 minutes. The procedure was ended, protamine was administered at the end of the procedure, and the patient was taken to day-patient recovery in the post-anesthesia care unit (pacu) before being transferred to the intensive care unit (ICU) for overnight observation and to attempt laac closure again at a later time. The patient awoke from anesthesia without any neurological or residual effects noted. The patient is expected to fully recover.

Event description:
It was reported that pericardial effusion, cardiac tamponade and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) and a 24mm watchman flx pro closure device were selected to be used. The patient was intubated and prepared for the procedure without issues. The physician gained vascular access without issues. During the procedure, transesophageal echocardiography (tee) was placed at the time of intubation without complications and was in place to verify transseptal puncture and laa dimensions for sizing the closure device. The tee physician and electrophysiologist scrubbed in, and both noted on tee imaging/fluoroscopy a clear middle septum tenting with was sheath and versacross connect dilator in place along the septum, the short axis was not visualized well. Versacross wire advanced 1 to 3 mm outside the tip of the was sheath and radiofrequency (rf) was applied for one (1) second constantly to versacross pigtail wire tip. The wire was visualized across the septum under fluoroscopy but was not able to be seen on tee. The wire advanced but its orientation was not into the left atrium (la) or laac/left upper pulmonary vein (lupv). Bubbles were not seen in the la after wire puncture, and the physician did not try to advance the was sheath or dilator over the wire. The physician retracted the wire back into the was sheath and performed a second transseptal puncture (tsp) visualized on short axis and long axis mid/inferior application on the septum. The wire was advanced into the la, and the dilator was advanced across the septum without issue. The dilator was removed after the was sheath advanced over the dilator, and the wire pigtail was exchanged over the wire for contrast injection into the la. Measurements for the appendage were taken at the beginning of the case right after intubation; a 24 mm closure device was deposited sterilely onto the field, and as the scrub tech was about to prepare the closure device with manifold/flush, the physician noted systolic and diastolic blood pressure dropping. The physician found a large and growing pericardial effusion under the left ventricle (lv) and la on echocardiography. The procedure was aborted at that time without having had the closure device ever enter the patient body. The physician performed pericardiocentesis and semi-dark blood was drained; an unknown quantity was deposited back into the patient via autologous transfusion at the tableside by the physician and scrub technician. All catheters and sheaths were removed from the patient body without issue. The patient was stabilized with a drain left in place epicardially, and the effusion was watched via tee with the patient still intubated and on the table for close to 20 minutes. The procedure was ended, protamine was administered at the end of the procedure, and the patient was taken to day-patient recovery in the post-anesthesia care unit (pacu) before being transferred to the intensive care unit (ICU) for overnight observation and to attempt laac closure again at a later time. The patient awoke from anesthesia without any neurological or residual effects noted. The patient is expected to fully recover.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0038120786. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (pe) with cardiac tamponade (additional device required), hypotension, and perforation (blood transfusion, hospitalization, intensive care). Risk review: a risk review was completed and confirmed that the events of pericardial effusion with cardiac tamponade, hypotension, and perforation were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.